Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged the insulin pump was over delivering insulin. The customer reported a blood glucose value of 60 mg/dl. The customer was treated with taking orange juice and admitted to emergency room for less than 24 hours for treatment. The event involved product(s) mmt-342, mmt-1884, mmt-441ag. Troubleshooting was performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and the customer was using the auto mode feature. Customer was advised to discontinue pump use and revert to back up plan as per health care professional's instructions and customer already discontinued usage of insulin pump. No further patient complications were reported. Mmt-1884 was requested and the customer response was that the device would be returned. No return is required for mmt-342, mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.